Manufacturer narrative:
D4. Updated/corrected as it was reported that the catheter was a rebar 27 microcatheter. The lot number is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the thrombectomy, the surgeon opened the sab-6-30 and pushed it. At first, there was obvious resistance. Later, when it reached the back end, it could not be pushed. After pulling out the stent, it was found that there was an obvious crease, which led to suspicion of quality problems. Later, a new 4-20 was opened again for the operation, and the blood vessel was successfully opened. There was resistance during delivery during the procedure. The vessel was not tortuous. The resistance occurred in the middle section of the catheter. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.